Manufacturer narrative:
This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation and destination therapy in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. The controller ac (cac) adapter was returned for evaluation. No device malfunction was reported against the cac adapter; therefore, the purpose of this analysis was solely to evaluate the performance of the returned device against current manufacturing/design specifications. Failure analysis of the returned device revealed that the cac adapter passed visual examination. Functional testing revealed that an intermittent connection within one of the wires of the cable's strain relief. The intermittent connection occurred when the cable was manipulated. The most likely root cause of the observed event can be attributed to wear on the strain relief and/or due to the handling of the device, which likely contributed to the fraying or breaking of the cable wire. If information is provided in the future, a supplemental report will be issued.

Event description:
The controller ac adapter was returned to the manufacturer and subsequently tested out of specification during manufacturer's analysis. There was no patient involvement.